Event description:
It was reported that this device could not be interrogated. Troubleshooting was performed and the issue was not resolved. A field representative was contacted for further evaluation. No adverse patient were reported. This device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.